Event description:
It was reported that the pump was removed due to methicillin resistant staph aureus infection. Hcp confirmed that the device was explanted in 2005. The pt was "sick for quite some time" and expired five months later due to "ongoing pneumonia."